Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000mleva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 25, 2021 - april 26, 2021. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed a drop of solution at the middle port which indicated a leak from the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.